Manufacturer narrative:
The event took place outside the united states (in france) and was associated with a product that is also cleared for the market in the united states.

Event description:
The patient will be revised due to dislocation on (B)(6) 2025. The implantation date unknown.

Event description:
The patient will be revised due to dislocation on (B)(6) 2025. The implantation date unknown. A cup was explanted. A cup and a humeral spacer were implanted.

Manufacturer narrative:
The event took place outside the united states (in france) and was associated with a product that is also cleared for the market in the united states. Sections b5, d4, d6a, d6b, e1, e4, g6, h2 were completed with additional informations.